Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a possible infection. Specifically, the nursing home noted that the implantable neurostimulator (ins) site was oozing today and arranged an appointment with patient¿s healthcare professional (hcp) for evaluation. The site of the infection was noted as the device pocket and lead location. In addition, the patient¿s ¿spinal incision¿ looked red and elevated as well. It was unknown as to the type or infection the patient had or if a culture was taken or antibiotic treatment was necessary. There was no alleged product issue reported and nor had diagnostic testing or troubleshooting been performed. The patient status at the time of the report was noted as ¿alive no injury¿. Follow up information received on (B)(6) 2014 reported the patient was explanted today. It was noted that 30 cc of fluid was drained off their incision on monday and they were ¿directly admitted¿. If additional information is received, a follow up report will be sent.